Event description:
A conversation with carol alexander, rn, head nurse of or revealed that the pt was reopened no only to retrieve the stylet for another medical reason.

Manufacturer narrative:
Neither the device nor the lot number have been provided. Co is unable to confirm the reported event.